Manufacturer narrative:
Event occurred in another country.

Event description:
Customer reportedly obtained results of 29.0 mmol/l and 7.1 mmol/l on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.